Manufacturer narrative:
Concomitant products: product ID 977a160, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 97754, serial # (B)(4), product type recharger; product ID 977a160, serial # (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient was getting power on reset (por) since the night before the date of the report. The patient¿s implantable neurostimulator (ins) had depleted and he was not able to charge. The por was cleared and the patient¿s device was recharging. The action resolved the reported issue. Additional information received reported the patient was not able to adjust stimulation. The display showed ¿call your doctor¿ icon. The patient got por on recharger screen when trying to turn stimulation on. The patient programmer was used and got informational por on the screen. The por was cleared and the patient got therapy again. It was noted the patient noticed this the day before the date of the report and there was some lightening in the area.